Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat pelvic organ prolapse on (B)(6) 2006. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. She underwent a removal of the mesh on (B)(6) 2008 and (B)(6) 2010. She continues to receive medical treatment and is anticipated to undergo further surgeries to remove more mesh. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a hysterectomy. The patient. Had mesh removal surgeries on (B)(6) 2010 and on (B)(6) 2012 , due to pain, recurrence, urinary and bowel problems, erosion, extrusion, bleeding, neurological problems, dyspareunia. (B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence, urinary tract infections, incomplete bladder emptying, and urinary frequency.

Event description:
It was reported that following insertion the patient experienced mixed urinary incontinence, urinary tract infections, incomplete bladder emptying, and urinary frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.